Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a damaged display issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance due to their bg level and was given a manual injection and a bolus via the pump. The customer reverted to an alternate method in insulin therapy.